Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2013-23066. It was reported the pt has not charged her ipg for 6 months due to ineffective stimulation and pain. The pt will be consulting with the sjm representative and a physician as the next course of action.